Event description:
Complainant alleged that the first responders were attending a pt, who had been found supine on the ground and without a pulse by a family member. Upon the medics arrival on the scene, the first responders were performing CPR on the pt who was presenting an asystole heart rhythm. CPR was continued by the medics. An IV was established, as CPR was continued. The pt was intubated, and the pt was administered 1mg of epinephrine by IV push. The pt was still in an asystole heart rhythm. The pt was then administered 1 mg of atropine by IV push and CPR was continued. The pt was then rolled onto a longboard and secured, and then carried to a cart and placed in the ambulance. CPR was continued. The pt continued to present an asystole heart rhythm. Two milligram of atropine was administered by IV, as CPR was conintued. The pt then presented a "possible fine v-fib on monitor". The pt was then defibrillated at 200 joules, and again at 300 joules and again at 360 joules. The pt then presented an asystole heart rhythm, and CPR was continued. The pt then presented a ventricular fibrillation heart rhythm and was defibrillated three times at 360 joules. The pt then presented an asystole heart rhythm and CPR was continued. The medics administered 100 mg of lidocaine and continued CPR. The pt then presented a ventricular fibrillation heart rhythm and was defibrillated three time at 360 joules when pt then presented an asystole rhythm. CPR was continued. The medics then arrived at the hosp, where the clinicians took over pt treatment. The complainant reported that although the device charged and gave a message that it had discharged energy when pt defibrillation was attempted. The pt did not have the "usual body jerk" indicating that defibrillation had occurred. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction. Subsequent to the malfunction, the facility's biomedical engineering dept evaluated the device and attributed the failure to a faulty latch on the paddles that secures the multi-function cable. Please reference medwatch report numbers 1220908-2000-01199 and 1220908-2000-01198, which documents two different and separate malfunctions that occurred with this same device.